Manufacturer narrative:
Literature citation: sirou suzuki, sadaaki nakai, akiko tsuboi, takako nishi, toru yoshida; "treatment outcome of spinal stabilization surgery on lumbar spinal canal stenosis" mean age:72.6 years. (B)(4). (Spondylolisthesis with instability in vertebral body) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in an abstract that total of 24 patients underwent x-stop surgery. Implanted levels were 21 single levels, 3 two-levels, and 22 patients underwent the surgery in a local anesthesia except for two patients. The patients were allowed to leave bed 31 hours after the surgery, and mean follow-up periods were 3.1 months. As post operative complication one patient had spondylolisthesis with instability in the vertebral body.